Manufacturer narrative:
Evaluated one opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Also, found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used, also unable to confirm needle/insertion anomaly due to customer did not return insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with sensor and blood glucose readings. The customer's blood glucose level was 399mg/dl, and their sensor reading was 45mg/dl. The difference was noted to be within the acceptable range difference. The customer states they have notice bent cannulas on previous sensors. Troubleshoot was conducted, and a slight curve was noted on the cannula. The customer also states the bottom of the sensor has a different color they have never seen before. The customer was advised of proper placement sites and insertion techniques. The customer was advised the sensor would be replaced and returned for analysis.